Event description:
It was reported that a patient presented for an implant procedure. During procedure it was noted that the atrial lead could not be fixed into the tissue. The procedure was completed using a different atrial lead. The patient was in stable condition.